Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels read high (>500 mg/dl) while trying to activate a new pod. The personal diabetes manager (pdm) displayed an error message stating "more than 1 pod found" although the patient reportedly deactivated the first pod due to an occlusion alarm. The patient attempted to reset the pdm and removed the battery but the same message displayed on screen. Emergency services were called. Additional information regarding treatment was solicited but unavailable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.b5 - describe event or problem from: it was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels read high (>500 mg/dl) while trying to activate a new pod. The personal diabetes manager (pdm) displayed an error message stating "more than 1 pod found" although the patient reportedly deactivated the first pod due to an occlusion alarm. The patient attempted to reset the pdm and removed the battery but the same message displayed on screen. Emergency services were called. Additional information regarding treatment was solicited but unavailable. Changed to: it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels read high (>500 mg/dl) while trying to activate a new pod. The personal diabetes manager (pdm) displayed an error message stating "more than 1 pod found" although the patient reportedly deactivated the first pod due to an occlusion alarm. The patient attempted to reset the pdm and removed the battery but the same message displayed on screen. The patient was unable to activate/apply a new pod due to this issue. Emergency services were called and the patient was admitted to the hospital. The patient was diagnosed with covid and was placed in the covid ward. Symptoms of chest and throat infection were shown and the patient received amoxicillin liquid (5 ml, 3 times a day for 7 days) to treat the infection. Benzydamine spray 0.15 % w/v was also prescribed at the hospital to treat swollen throat. In order to treat the dka, insulin pens and a sodium chloride solution was administered during the hospital stay. The patient was discharged after 2 days. H6 - adverse event problem health effect - clinical code added e120501 diabetic ketoacidosis h10 - addtl mfg narrative from: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Changed to: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels read high (>500 mg/dl) while trying to activate a new pod. The personal diabetes manager (pdm) displayed an error message stating "more than 1 pod found" although the patient reportedly deactivated the first pod due to an occlusion alarm. The patient attempted to reset the pdm and removed the battery but the same message displayed on screen. The patient was unable to activate/apply a new pod due to this issue. Emergency services were called and the patient was admitted to the hospital. The patient was diagnosed with covid and was placed in the covid ward. Symptoms of chest and throat infection were shown and the patient received amoxicillin liquid (5 ml, 3 times a day for 7 days) to treat the infection. Benzydamine spray 0.15 % w/v was also prescribed at the hospital to treat swollen throat. In order to treat the dka, insulin pens and a sodium chloride solution was administered during the hospital stay. The patient was discharged after 2 days.